Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the display is blank at power up. No patient involvement reported.

Manufacturer narrative:
On (B)(6) 2016. Device evaluation: the manufacturer's field service engineer duplicated the reported problem. Resolution and disposition: the field service engineer replaced the touch frame assembly and power supply with main harness to resolve this issue.